Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The reload was received partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The knife direction indicator worked as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that the cut line and the staple line of the second firing were deployed. A few staples were malformed at the end of the staple line. The surgeon used hand sewing to fix the staple line of the second firing. Changed to another device and reload to complete the procedure. No adverse event on the patient.